Manufacturer narrative:
All available information was investigated, and the reported issue was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported irregular texture of the sgc shaft could not be conclusively determined. A cause for the reported perforation (atrial septal defect) could not be conclusively determined. The reported patient effect of perforation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. It was noted one clip was previously implanted and this procedure was to stabilize said clip. An xtw clip was inserted and grasping was performed. However, grasping was noted to be difficult and a new chordal rupture was observed. The clip was able to be deployed, reducing mr to a grade of 2. It was noted after removing the steerable guide catheter (sgc), the surface of the curved part of the shaft was rough, which caused an atrial septal defect. There was no clinically significant delay in the procedure.